Event description:
It was reported that the patient received an alert for possible hv circuit damage. Oversensing, noise, fracture and insulation anomaly suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.